Event description:
It was reported that the patient experienced three infusion set fell off event during use on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 causing hyperglycemia. The infusion set was used for one day. The high blood glucose was treated by correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Initial 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.